Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the heartmate mobile power unit (mpu) not functioning as intended was confirmed via evaluation of the returned heartmate mobile power unit (mpu). The returned mpu, serial number (B)(6), was evaluated at the service depot on 30apr2025. The unit was connected ac power, and a yellow wrench alarm activated. The mpu was opened, and the issue was traced to a nonconforming capacitor on the power supply printed circuit board assembly (pcba). No further testing was performed. The provided information indicated no log files were available, no patient consequences as a result of the reported event, the mpu had a v-lock connector on the ac power cord, the ac power cord did not come loose from the wall outlet or the back of the unit, and there were no environmental circumstances that would have affected ac power at the time of the event. The reported event was determined to be due to a nonconforming capacitor on the power supply pcba. A corrective action was initiated to investigate this issue. The device history records were reviewed and the records reveal that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6) 2024 the heartmate 3 instruction for use (rev. D) was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean all equipment, including the mobile power unit (mpu). The heartmate 3 instruction for use section f, entitled ¿safety checklists¿, instructs the user to perform routine maintenance on all the equipment, including the mpu. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device is included in the heartmate mpu capacitor issue field action issued by abbott on 28feb2025. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's mobile power unit (mpu) was not working on (B)(6) 2025. When plugged into power, the green power symbol and yellow wrench light would turn on briefly and then shut off. They would continue flashing in this manner while plugged in, and the mpu made no noise. The patient replaced the mpu batteries, which did not resolve the issues. The mpu was exchanged with a loaner, and the problem was able to be reproduced in the clinic. No log files were available. There were no reported adverse patient events due to the device. The mpu was noted to have a v-lock connector on the ac power cord. The ac power cord did not come loose either at the wall outlet or the back of the unit, and to the patient's knowledge there were no environmental circumstances that would have affected ac power at the time of the event.